Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose. The customer's blood glucose was 39mg/dl at the time of call. Customer declined trouble shooting for the low blood glucose. It is unknown how the low blood glucose was treated. The insulin pump will not be returned for analysis.